Event description:
As reported, the plug deployment button on a 7f exoseal vascular closure device (vcd) was unable to pressed properly. The user eventually changed to manual pressure for hemostasis. There was no reported patient injury. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure used a retrograde approach. A non-cordis 7f sheath was used. The device was used in a carotid artery stent placement. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. When the depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at that time. The indicator window did not show any red color during retraction. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. As reported, the plug deployment button on a 7f exoseal vascular closure device (vcd) was unable to pressed properly. The user eventually changed to manual pressure for hemostasis. There was no reported patient injury. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure used a retrograde approach. A non-cordis 7f sheath was used. The device was used in a carotid artery stent placement. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. When the depression of the button was attempted, the button would not depress at all. The indicator window was showing sloid black at that time. The indicator window did not show any red color during retraction. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device, 7f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, the indicator window was received in the black/white position. During this visual analysis, a kinked condition on the delivery shaft was observed, located 7 cm from the distal tip. A dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/ black position and then it was proceeded with the deployment lever depression, achieving the expected retraction of the indicator wire and plug deployment. Additionally, the indicator window changed to the black, white, and red position as expected. A high magnification evaluation was performed to examine the device's internal component assembly configuration. No abnormal conditions were observed during this evaluation. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since there were no anomalies noted during functional analysis of the device and the internal mechanism was assembled correctly. A kind was observed on the shaft of the device, which may have been a contributing factor to any deployment issues experienced. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.